Event description:
It was reported that during testing at the user facility, the remb electric wiredriver continued to remain active until the device was unplugged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, sockets were corroded, which may cause or contribute to the reported event.

Event description:
It was reported that during testing at the user facility, the remb electric wiredriver continued to remain active until the device was unplugged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.